Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 4.0 inr. The result from the laboratory within 1 hour was 2.99 inr. The customer's therapeutic range is 2.2 - 3.2 inr. There was no allegation that an adverse event occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.